Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that diagnostics indicated that the patient received the elective replacement indicator. It is unknown if this occurred prematurely. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.